Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during the primary surgery as the circulator was opening the component package and as they peeled back the outer blister, the inner blister opened at the same time as if it was stuck to the outer package. Surgeon decided that was not contaminated and used implant. No delay in surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Implanted.

Event description:
It was reported that during the primary surgery as the circulator was opening the component package and as they peeled back the outer blister, the inner blister opened at the same time as if it was stuck to the outer package. Surgeon decided that was not contaminated and used implant. No delay in surgery.